Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states, "it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm."

Event description:
It was reported that the pump time and date were inaccurate. Customer's blood glucose level was 273 mg/dl. Tandem technical support (cts) reviewed pump data and found that the pump time had been manually adjusted by the user. Cts attempted to follow up with the customer on the reported issue. No response from the customer was received.